Event description:
During the device evaluation, the uretero-reno fiberscope was found to exhibit a detached bending section cover and missing adhesive at the distal end. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached bending section sheath/cover and adhesive could not be determined, however, the issues were likely the result of component failure due to repetitive use wear/stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.